Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary angioplasty treatment procedure, a shaft kink occurred. During an unspecified time in a stenting procedure the shaft bent on an 8 x 3.00mm ion monorail stent delivery system. No patient complications were reported and the patient¿s status is stable. However, returned analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Device is combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned device revealed there was blood and contrast in the inflation lumen. The hypotube was broken at 24cm from the strain relief. The stent was centered between the markerbands on the tightly folded balloon. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).